Manufacturer narrative:
(B)(4). Eval: root cause of the leak can not be confirmed. Eval summary: medtronic has received the device and its analysis has been completed. Negative purge confirmed the presence of a leak. On inflation, water was leaking from the distal tip and the guide wire entry port indicating a leak in the inner lumen. The outer lumen was removed and visual inspection completed on the inner lumen. A puncture mark and a hole were located distal to the distal marker band.

Event description:
An attempt was made to deploy a 3.0mm x 18mm length driver rx coronary into a pt. However, it was reported that upon attempting inflation, the physician noted that the atms did not increased. Under fluoroscopy contrast was seen leaving the catheter and trailing down the vessel. The stent was not deployed and there was no harm caused to the pt. No other clinical sequelae were reported.